Event description:
It was reported the patient experienced a "short" and an overdischarge. It was reported the patient had experienced "a lot of falls because occasionally her legs would give out or go numb." It was further reported the patient experienced "a bad fall about two weeks" prior to report "when her legs went numb and she fell in the shower," landing on her implantable neurostimulator (ins). The patient noted her stimulation was "perfect, until she noticed a return of symptoms and a depleted battery" three days prior to initial report. Impedance testing revealed the patient's ins had "low" impedances of "<(><<)>70" ohms on electrodes 8 and 11. It was noted that these electrodes were "actively being used at the time of the battery depletion." The patient's ins was reprogrammed using electrodes 9 and 10 instead of 8 and 11 and it was reported the "patient began receiving effective therapy again." The patient additionally reported a "loss of stimulation/therapeutic effect." It was further reported the patient experienced an overdischarge and power on reset (por) message. The patient was reported to have successfully charged their device "about a week and a half to two weeks" prior to report. It was stated that three days prior to initial report the patient's battery had "depleted completely and she was unable to recharge." The patient's device was "effectively reset" through a physician mode recharge (pmr) and had the por message "successfully cleared" the day after the initial report.

Event description:
Additional information received reported that the patient had the device and lead replaced about 1.5 months ago. The patient continued to feel effective therapy after the replacement.

Event description:
Follow up information received reported that x-rays were taken on (B)(6) 2013 were it showed that the leads were placed correctly in the t9 area. The ¿wires¿ looked normal but surgery was scheduled for replacement on (B)(6) 2013. There were no notes on the patient that gave a reason for the replacement. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot # l96346, implanted: (B)(6) 2001, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
Further follow up information received confirmed that the x-rays showed the leads were at t9 and that the leads were reprogrammed in (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).